Manufacturer narrative:
Investigation summary: device/batch history record review: as this complaint was an MDR; DHR review was performed on the following sub assembly lot numbers: 7100586 this lot number was built on qfa line 3 from april 18, 2017 thru april 20, 2017. 7100588 this lot number was built on qfa line 3 from april 20, 2017 thru april 22, 2017 review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5699 rev 5 version d was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation conclusion: root cause: relationship of device to the reported incident: indeterminate comment: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device leaked during use. There was no report of exposure, injury or medical interventions.